Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: phone number: (B)(6). Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) got stuck and damaged inside the injector. The leading haptic was not folded properly in the preloaded injector and had resistance while implanting. The problem was observed during handling but prior to insertion. There was a delay in the procedure for 10 to 15 minutes. There was no secondary surgery or medical intervention required. There was no removal or replacement of the iol. There was no iol explant. There was no vitrectomy or sutures or incision enlargement. Additional information stated that there was no patient injury during the surgery, the surgeon has handled the situation skillfully. No further information is available.